Event description:
During a right ventricular outflow tract (rvot) ablation procedure using a safire blu duo mediguide enabled ablation catheter, a pericardial effusion occurred. The safire blu duo mediguide enabled ablation catheter was used with a non-sjm introducer for mapping in the right ventricle. The pt became hypotensive and a cardiac perforation was noted on fluoroscopy and an echocardiogram. The physician believes the catheter ws pushed into the wall of the outflow portion of the right ventricle and the perforation occurred. A thoracotomy was performed to drain the pericardium and a stitch was placed in the rvot to stabilize the pt. After the procedure, the pt was in good condition and has since been discharged. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.